Event description:
The user observed an arterial module initialization failure error message, with an error code of "f0a0". No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.